Event description:
A physician reported that during cataract and vitrectomy combination surgery, air from infusion was mixed. The surgery was completed after replacing the product with another one on the same day. There was patient contact but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used pak was visually inspected and no obvious defects were found. All tubing were inserted properly in the cassette housing. The o-ring on the lower pressure air source (lpas) connector and the auto stopcock filter were in good condition. The small part tray was not returned with the product. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fittings at the aspiration tubing insertion end. The product was tested using the console with the calibrated console. The product could prime and tune with the active sentry handpiece, the 0.9 milli meter aspiration bypass system tip and infusion sleeve from the lab stock successfully. The maximum vacuum test successfully achieved the target vacuum pressure. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. No bubble or message code occurred during fluid air exchange with the timer. The infusion flow rate was within specifications. No air leak from the auto stopcock filter during infusion flow test. The product passed functionality per procedure. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified; all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).